Manufacturer narrative:
This device is not approved/marketed in us, but is similar to a device marketed in the us. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system being used for a tumorectomy. It was reported that intra-operatively, the system froze during the registration. It was rebooted, but froze again during the registration. The registration was passed for the third time and used it without any action. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. When the site tried to turn off the power after finishing, it was frozen again.